Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The axela sheath, ultra delivery system and sapien 3 ultra valve were returned to edwards lifesciences for evaluation. Visual inspection of the axela sheath revealed the sheath housing was separated. Two (2) folds on the inner member, 6¼ inch and 8½ inch from the distal tip, were observed. The sheath tip was unexpanded with no damage noted. No material separation at the proximal flare was noted; the material was stretched. The outer jacket was torn 1.5cm from the proximal edge of the insertion marker. Review of the patient 3mensio report provided by the site revealed vessel tortuosity and calcification present. No relevant functional testing or dimensional analysis were able to be performed due to the nature of the complaint. The device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Lot history review revealed no similar complaints for sheath housing, hemostasis valve ¿ separated. Additional similar complaints were found for resistance with delivery system, bc and outer jacket ¿ torn which is also addressed in the complaint history review. Complaint history review from may 2018 through april 2019 for the edwards axela sheath revealed other retuned complaints for the related complaints. The review of similar complaints indicated the number of reported events were over the monthly control limit for the appropriate trending categories. A product risk assessment (pra) was already initiated and updated. The trend will continue to be monitored against pra triggers. Per the IFU and training manuals: note access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm and 6.0 mm, advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, consistent tactile feel until exiting sheath at tip, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 - 2 cm. Note: in expectation of high friction, use short movements, keep loader inserted in sheath until just prior to delivery system removal. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the sheath, the products and components undergo multiple inspections throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. In this case, the complaints were confirmed based on visual inspection. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the provided imagery, vessel calcification and tortuosity were present. Calcification can prevent the sheath from fully expanding to allow for the delivery system insertion and advancement. Vessel tortuosity factors could also prevent the access vessel from being straightened, which allows the vessel to introduce folds on the sheath inner member and creates difficult bend angles in the insertion path of the valve and delivery system. Additional push force and lubrication were also used in an attempt to advance the delivery system through the sheath. Use of excessive force/manipulation to overcome the delivery system insertion difficulty may have caused the sheath shaft to loosen and ultimately separate from the sheath housing hub. The presence of access vessel calcification may have also contributed to the tear observed on the sheath outer jacket. Although a definite root cause cannot be confirmed, available information suggests patient factors (vessel calcification, tortuosity), in addition to procedural factors (excessive force/device manipulation to overcome insertion difficulty) may have contributed to the reported events. However, per management¿s discretion, a pra has been initiated for the complaint code, sheath housing, hemostasis valve ¿ separated, as well as a CAPA for the complaint code sheath shaft ¿ resistance with delivery system, bc.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the transfemoral tavr procedure, during the advancement of a 20mm sapien ultra valve and ultra delivery system, the delivery system/valve became ¿stuck¿ and could not be advanced through the axela sheath. The sheath was lubricated and additional push force was applied. The additional push force, used in an attempt to advance the valve, resulted in the entire sheath being ¿torn apart¿ where the internal hemostasis valves are located. The physician was ¿sprayed¿ with lubricate and blood fluids. The initial sheath, delivery system and valve were removed from the patient. A new axela sheath, ultra delivery system and sapien 3 ultra valve were prepared. High push force was required to advance the second delivery system and valve though the sheath. The valve was successfully deployed. No injury to the patient was reported. Per the 3mensio report, the access vessel minimum luminal diameter (mld) measured 5.3mm. The initial axela sheath, ultra delivery system and sapien 3 ultra valve have been returned to edwards lifesciences for evaluation.